Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel on the top of the tube with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for gel on the top of the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident can't be determined based on the investigation. Refer to CAPA (B)(4).

Event description:
It was reported that a bd microtainer® with lithium heparin and plasma separator additive had "melted gel". The gel separator has gone to the top of some unused tubes, into the lid, and made its way around the top scoop part of the tube including the outside surface. There was no report of serious injury or medical intervention.